Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and guide break were confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, excessive force was used to remove the device. Per the instructions for use, excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is likely that the guide break occurred during excessive downward force, or aggressive downward or torsional pressure which let to subsequent device damages and entrapment. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after an interventional superficial femoral artery stenting procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The footplate was closed, however, the device could not be removed. The footplate was repeatedly opened and closed and the device was gently manipulated in an effort to remove the device from the patient anatomy. Further attempts were made to remove the device with excessive force, but were unsuccessful. A surgical cutdown was performed. Upon removal and inspection of the prostyle, it was found that the proximal guide had separated from the distal guide and was only attached by a thread [actuator wire]. Hemostasis was achieved with manual suturing during the surgical cutdown. A clinically significant delay was reported. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. (B)(4) device code clarifier- excessive force.